Event description:
It was reported that removal difficulties and deflation issue occurred. The more than 70% stenosed target lesion was located in the superficial femoral artery. A 5.0 x 150, 135cm mustang balloon catheter was advanced for dilatation. However, the balloon was unable to be withdrawn during the procedure. Eventually, the physician used other device to deflate the balloon and the device was removed in a deflated state. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.